Manufacturer narrative:
The customer stated verbally that their qc recovery was acceptable. The alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The root cause of the event could not be determined. No further issues were reported after the service visit.

Manufacturer narrative:
The field service engineer (fse) conditioned the electrodes, changed the sipper probe, changed the seals on the sipper, ise, and sample syringes, checked the solenoid valve fittings, made a software adjustment to the sipper probe movement, cleaned the bath, and performed a cell blank on all cuvettes. The fse performed ise and mechanism checks and performed ise calibration successfully. The investigation is ongoing. H3: na.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 93 mmol/l. The initial result was reported outside of the laboratory. The customer was prompted to repeat the sample as the results did not the patient's previous results. The repeat na result was 137 mmol/l. The repeat results were deemed correct. The na electrode lot number is g0596. The expiration date was requested but not provided.